Event description:
Pt experienced severe tenderness and pain at site of previous surgery-11/93. Patella, femoral and tibial implanted. Surgery of 8/14/96 reduced diameter of knee cap during revision and replaced patella as scheduled preop.